Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 11 days post implant of composix l/p, patient was diagnosed with abscess, adhesions, fluid discharge and necrosis. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-dec-2007) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ composix l/p (device #2). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the hernia was identified and dissected free down to the level of fascia. The defect was noted and a composix kugel mesh (device #1) was sewn with sutures." (B)(6) 2007 - patient was diagnosed with draining umbilical granulation wound thereby underwent excision of granulation tissue and closure of umbilical hernia. Per operative notes, "the granulation and necrotic tissues were completely excised along with a suture. The fascial edges were adherent to the underlying mesh (device #1)." (B)(6) 2008 - patient was diagnosed with chronically infected hernia mesh thereby underwent open repair with removal of mesh (device #1) and implant of biologic mesh. Per operative notes, "the infected mesh (device #1) was removed completely. A small portion of omentum adherent to the mesh was also excised. A piece of biologic mesh was sutured." (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia (x4) thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #2). Per operative notes, "adhesions noted at the abdominal cavity and multiple hernia defects adjacent to midline was also noted. Two large incarcerated defects were adhered to the loops of small bowel. This was taken down. A composix l/p mesh (device #2) was placed and sutured." (B)(6) 2009 - patient was diagnosed with intra-abdominal abscess thereby underwent drainage of abscess and removal of mesh (device #2). Per operative notes, "the mesh (device #2) was identified with large amount of yellow fluid, the mesh was somewhat adherent to the bowel. The mesh (device #2) was removed completely. Multiple abscesses were found in each quadrant and drained. The necrotic fascia was debrided." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of synthetic mesh. Attorney alleges that the patient had abscess, adhesions, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent additional surgeries on (B)(6) 2007 for the excision of granulation tissue, (B)(6) 2009 for recurrent incisional hernias, (B)(6) 2009 for an intra-abdominal abscess, (B)(6) 2009 for debridement of abdominal wall fascia, (B)(6) 2011 for recurrent incisional hernias and (B)(6) 2011 and for an infected abdominal wall hematoma.